Event description:
It was reported that during a procedure the tip of the unit broke. It was further reported that the replacing of the unit caused a 2 to 3 minute delay. It was further reported that there was no adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.